Event description:
It was reported that the patient fell 2 weeks ago on her buttocks and the implantable neurostimulator (ins) stopped working. The patient had experienced leaking episodes. The patient would look to see if the ins was on and it was confirmed to be off. When the patient turned the ins back on, she did not feel stimulation. The patient saw the healthcare provider today. The impedances were normal, expect for electrode pair c/3. It was confirmed via x-ray that the lead moved. The reporter stated that a lead revision was planned. The manufacturer representative wanted to know if the ins should be replaced as well.

Manufacturer narrative:
(B)(4).